Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument. On visual evaluation, the device was received with a needle protector and without a yellow guard attached to the needle. The device appeared to be clean. The maxcore disposable core biopsy instrument was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. No anomalies were noted to the device. On functional testing, to prime the top and bottom slide was then pushed into the device and was able to lock into the device. The device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Two electronic photos were provided and reviewed. The second photo shows the maxcore device inside the package, in half-primed position. Based on the photo review the reported event cannot be confirmed. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and collected the samples successfully. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue using the maxcore device. It was reported that during the procedure, the outer cannula of the device can¿t be fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The second photo shows the maxcore device inside the package, in half-primed position. Based on the photo review the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue using the maxcore device. It was reported that during the procedure, the outer cannula of the device can¿t be fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue using the maxcore device. It was reported that during the procedure, the outer cannula of the device can¿t be fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.